Manufacturer narrative:
This report is submitted on december 22, 2016. (B)(4).

Event description:
Per the clinic, the patient experienced inflammation at the abutment site and subsequently was treated with topical steroids (date and duration not reported). The implanted device remains.